Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding date of event - initial report indicated only (B)(6) 2020 ; the day of observation was not provided. Therefore, this information is pending for clarification of exact date. Regarding manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
The iol was implanted on (B)(6) 2018 with vitrectomy. The inflammation was observed in (B)(6) 2020 . The exact day of observation was not reported. Patient impact: drug treatment. Health impact: medication required.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No product was returned for investigation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ya-60bbr). There were not any abnormalities on the sterilization records of the lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
The iol was implanted on (B)(6) 2018 with vitrectomy. The inflammation was observed in (B)(6) 2020. The exact day of observation was not reported. Patient impact: drug treatment. Health impact: medication required.